Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer 2-1 failed due to burn marks and exposed wires were found on the ribbon cable. A field service engineer replaced the drawer's boards and ribbon cable to resolve. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system screen went black and did not turn on. During device inspection, a field service engineer found evidence of thermal damage on ribbon cable. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with additional/corrected information: d1 and h6. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from 26-oct-2022 to 25- oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system screen went black and did not turn on. A field service engineer found that the drawer 2.1 on main caused the issue and found burnt marks on pyxis ribbon cable. Replaced boards and ribbon cable to resolve the issue. The system functioned as intended after troubleshot by the field service engineer.

Event description:
It was reported by the customer that a bd pyxis medstation es system screen went black and did not turn on. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Section h11: corrected additional manufacturer narrative: upon investigation of the actual device used in this incident, it was determined that drawer 2.1 failed due to burn marks and exposed wires were found on the ribbon cable. A field service engineer replaced the drawer's boards and ribbon cable to resolve. The system functioned as intended.